Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014-, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that contacts 8-15 impedances were out of range, contacts 0-7 gave coverage on the left stronger than the right but the patient¿s pain was worse on the right. The reported that the ins was replaced. The rep reported that they were unsure why the contacts were out of range. The rep reported that the impedances that were out of range were over 10,000 ohms and no paresthesia noted with trying to use the lead. The rep reported that 8-15 was removed, replaced the ins with a plug as 8-15 was no longer, pulled back 0-7 to cover mid 9-11 and on table was great bilateral coverage. The rep reported that the issue was resolved at the time of the report. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.